Manufacturer narrative:
All available information was investigated, and the reported dc handle leak was confirmed via device analysis. Additionally, it was observed that the dc handle seal was pinched and was not properly seated. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported leaking dc handle was due to the observed pinched and not properly seated dc handle seal. The investigation determined the observed pinched and not properly seated dc handle seal to be related to a potential product quality issue. Therefore, exception (issue) (B)(4) was initiated to evaluate whether a product issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.

Event description:
It was reported on 05 november 2025 that the patient presented with tricuspid regurgitation (tr) for a triclip procedure. During clip preparation, a leak of heparinized solution was noted when the infusion line was connected to the bottom flush port to de-air the dc handle. The clip was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
Na.